Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. Product met final inspection and testing requirements prior to shipment. Analysis of treatment data recorded by the system revealed nothing unusual. There were no device performance or user issues observed that would cause the symptoms.

Event description:
Clinic reported a patient with bilateral burns in the center of the axillae 20 days post miradry treatment. Silvadene (topical ointment) was prescribed. At 8 weeks post treatment, the burn in the left axilla has healed. The right axilla has some drainage but healing.

Manufacturer narrative:
Clinic confirmed symptoms completely resolved at 31 days ((B)(6) 2018) post-treatment.

Event description:
Clinic reported a patient with bilateral burns in the center of the axillae 21 days post miradry treatment. Silvadene (topical ointment) was prescribed 10 days post-treatment. At 20 days post treatment, the burn in the left axilla has healed. The right axilla has some drainage but healing. Update - clinic confirmed symptoms completely resolved 31 days post-treatment.

Manufacturer narrative:
Silvadene topical ointment was prescribed for 10 days.

Event description:
Clinic reported a patient with bilateral burns in the center of the axillae 21 days post miradry treatment. Silvadene (topical ointment) was prescribed for 10 days. At 20 days post treatment, the burn in the left axilla has healed. The right axilla has some drainage but healing. Update - clinic confirmed symptoms completely resolved 31 days post-treatment.